Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. A review of the device history record did not show issues that could have contributed to the report event. No conclusion can be drawn, as sample was not received.

Event description:
It was reported that during a transforaminal posterior lumbar interbody fusion (tplif) procedure at l3-l4, the surgeon was placing the screw and the threads from the holding sleeve came off in the head of the 7.0mm ti matrix polyaxial. The threads could not be removed from the screw head and the screw was removed and another screw was used. The surgeon used another drill sleeve to complete the procedure. This is 2 of 2 reports for the same event.